Event description:
It was reported that insulin squirted out during the manual prime, and the device alarmed. The customer's blood glucose reading was 260mg/dl. The caller stated that the screen has black dot, and the time and battery bar is full. The mother changed the infusion set and received the same alarm. Troubleshooting was performed, and the device was stuck in the prime loop. During the call the customer mentioned that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/flush motor support disk. No prime alarms were noted. The insulin pump received with scratched lcd window. The insulin pump received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.